Event description:
During a kit inspection on 28 oct 2009, the sales representative noted that a pathfinder end extender sleeve was worn. Additional information received 20 nov 2009: the sales representative reported that the pathfinder end extender sleeve looked different. An area on the tip was missing a portion of the metal. He stated it looked very smooth a if it had been machine cut, but it was missing a piece of the metal. This malfunction has been associated with an adverse event in the past. There was no surgical involvement and no harm to any patient.

Manufacturer narrative:
No patient involvement. Device is an instrument and not implantable. Evaluation is pending of the product.